Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test all operating currents tested within the specification range and passed off no power test. The insulin pump was received with broken reservoir tube lip, cracked reservoir tube and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir lip was broken off. Customer's blood glucose was 49 mg/dl and was 315 mg/dl at the time of call. Customer reported that insulin pump had fallen a few days prior to call. Customer declined troubleshooting for high or low blood glucose. Customer was advised that insulin pump would need to be replaced.